Manufacturer narrative:
(B)(4). Foreign source: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery while opening the implant box, it was discovered that the implant was exposed. Interior packaging looked to have melted. An implant of the same size was opened and used to complete the procedure. No adverse consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Evaluation of the returned product confirmed damage to the sterile packaging pouch, and there is debris inside the sterile packaging which is consistent with the appearance of porous coating. The reported event is confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. The likely condition of the product when it left zimmer biomet was conforming to specifications. The root cause of the reported event is likely due to transit damage. A corrective action has been opened to further investigate this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.